Manufacturer narrative:
Patient expired in 2008 due to multi-symptom organ failure (msof), which was unrelated to bleeding through hemashield. Graft was not retrieved. Uab has not cooperated with abiomed in providing cannula lot numbers. Abiomed will continue to request this information. Results and conclusions will be summarized in follow-up / final report.

Event description:
Surgeon reported excessive bleeding through hemashield arterial graft and had to cover graft with a second boston scientific graft to stop the bleeding.